Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection (late onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset). Device evaluation: . Visual analysis of the returned device identified: opening, underweight, crease fold. A microscopic analysis was performed which identify crease sharp, stress mark, wear abrasion. Based on the device analysis the final assessment is: a crease sharp in the posterior side assessed as fold flaw opening.

Event description:
Physician reported left side "capsule and prosthesis integrity issue" and pathology report shows "left breast, lesion around prosthesis, excision inflammatory cell infiltration rich in histiocytes in adipose, connective and muscle tissue¿. Symptoms of this infection "increased over the last one year." Device has been explanted.

Event description:
Healthcare professional additionally reported left capsular contracture baker grade unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional later reported, capsular contracture, baker grade IV.